Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed: nephrectomy surgery. Event description: the bag had a cut, so they couldn't occupy it. Another bag was used, which functioned normally and the patient is in good condition. Additional information provided by [name] on 15mar2024 via email: the realized that it was broken before entering the specimen the port size was not enlarged the bag was being inserted and the surgeon realized that it was broken and stopped using it; I take it out and use another bag. There was no spillage out of the break on bag the break occurred at the distal end of the bag tip the bag did not break into pieces. Intervention: the case was completed with a new one. Patient status: patient is in good condition.

Event description:
Procedure performed: nephrectomy surgery. Event description: the bag had a cut, so they couldn't occupy it. Another bag was used, which functioned normally and the patient is in good condition. Additional information provided by [name] on 15mar2024 via email: the realized that it was broken before entering the specimen. The port size was not enlarged. The bag was being inserted and the surgeon realized that it was broken and stopped using it; I take it out and use another bag. There was no spillage out of the break on bag. The break occurred at the distal end of the bag tip. The bag did not break into pieces. Intervention: the case was completed with a new one. Patient status: patient is in good condition.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience as the proximal portion of the bag was cleanly cut. It was also observed that a fragment of the bag was missing. Based on the condition of the returned unit and the description of the event, it is likely that a sharp instrument or object came into contact with the specimen bag, causing the bag to tear and fragment.